Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a loose fitting was found on a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter after insertion, which caused an air leak. The physician cut the body of the catheter to remove the device. The procedure was completed with the exchanged device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation - evaluation. A review of the documentation and visual inspection/dimensional verification/functional of the device was conducted during the investigation. The customer returned one 8.5fr mac-loc catheter in a used condition. The device was returned in two separate pieces. The first piece comprised of the mac-loc hub, connector cap, and approximately 0.5cm of catheter tubing. The second piece comprised of approximately 28cm of catheter tubing beginning with a separation and ending with the distal pigtail curl. The separation appeared to be a cut. There was some discoloration at the distal end of the device; however, no apparent biomatter was noted. The device was returned with the mac-loc in the locked position. A leak test was conducted by clamping the distal end of the catheter tubing with hemostats and injecting room temperature water into the proximal end. The leak test was able to confirm the presence of a leak between the catheter tubing and connector cap. Tug and twist tests were conducted revealing that the proximal assembly was secure, however the catheter tubing was noted to be able to freely rotate within the cap indicating the flare was not fully compressed. The connector cap was removed by dissociating the adhesive bond with ipa. Upon removing the cap, the suture string was found wound in the threads. The flare appeared out of round and with a diameter measuring at 0.230¿. Due to the compression of the flare within the cap and the potential damage upon removal, it cannot be determined if the flare was manufactured to cook¿s specifications. The connector cap inner diameter, mac-loc hub inner diameter, and catheter tubing outer diameter were measured and all found to be within manufacturing specifications. The number of threads showing between the cap and hub was measured and found to be out of specification. A document review was conducted for this device reviewing drawings, manufacturing instructions, quality control instructions, validations, product labeling, risk files, and technical files. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was determined to be manufacturing related. Appropriate measures have been initiated to address this failure mode.. Additionally, retraining was done with the applicable personnel. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.